Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 468 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. Assisted customer in performing a self-test. Self-test passed . Advised the customer to monitor the pump. Customer also experienced high blood glucose and treated with insulin pump. Declined troubleshoot for high blood glucose. The customer¿s current blood glucose was around 300 mg/dl. The insulin pump will not be returned for analysis.